Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight information was not provided by reporter. Date of event is unknown. (B)(6). Device is an instrument and is not implanted/explanted. This report is for one unknown drill bit. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit has broken or bent during the surgery. There was no surgical delay or patient harm due to the reported event. This report is for one unknown drill bit. This report is 1 of 1 for (B)(4).